Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Medical device problem code has been updated and provided with this report in section h6.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer was advised to perform displacement test. Customer stated that the insulin pump failed displacement test. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged pump error 23, 49 and 68 alarm found on 23-nov-2022. The pump passed the displacement test and active current measurement test. Pump did not pass the sleep current measurement test due to high current. Pump did not pass the selft-test and a pump error 75 occurred during testing on 02/03/2023 07:19:05.000. P-cap locks properly into the reservoir compartment. No pump errors noted during testing. Battery was removed and restarted the pump. Pump error 23, 49, 68 were noted which was expected. Successfully downloaded history files and traces using thump. Pump error 23 alarm was found in the history files on 11/23/2022 10:33:27.000. Pump error 49 alarm was found in the history files on 11/23/2022 10:33:04.000. Pump error 68 alarm was found in the history files on 11/23/2022 10:33:04.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Pump errors 23, 49 and 68 were confirmed during testing. Pump error 75 was confirmed and occurred during testing. Unexpected battery power loss was confirmed due to moisture damage to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had insulin pump errors the critical block and inverse critical block did not add to zero, history pointers failed, along with insulin pump errors the history pointers are corrupted and trace pointers were invalid. The troubleshooting was performed, and it was reported that the customer was able to clear all the insulin pump alarms. They were able to complete the rewind, but the self-test failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.